Event description:
Customer reported last week device = 144 & 146 mg/dl. Previous week = in the 6-s mg/dl. In 2004, device result so low; customer was gardening, felt dizzy, and passed out. Customer did not go to hosp but self-treated a cut on forehead when falling with peroxide and an "onitment". Customer could not recall what they ate. On another occasion, customer passed out in 2005. Customer could not recall device result or treatment type. No controls were used. A request was made for return product and replacement product was sent.